Manufacturer narrative:
The product was not returned for analysis. Only photos were returned. The reported complaint cannot be confirmed from the returned photos. Received photos show an autonome device, the lever stop has been removed and is beside the device. The lens bay is open, the intraocular lens (iol) is not observed. The device appears to be inactivated, the plunger has not advanced. We cannot confirm the reported event based on the returned photos and without the evaluation of the physical product. The reported complaint cannot be confirmed from the provided photos. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the injector had problems when the iol was to be implanted in the patient. The surgeon stated that the applicator plunger got stuck and the system could not be activated. It was also stated instrumentator managed to open the cartridge manually, and the iol was removed from the pre-loaded injector and implanted with the company injector and company cartridge. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.11. The device was returned in an opened blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has not been activated. No damage observed. Resistance was felt, the lever will not fully depress. Iol was not returned. The device is taken apart for further evaluation. The canister is not punctured. Non company viscoelastic is observed on the canister neck. The device was reloaded and was reactivated with the same canister. The same resistance was felt the lever will not fully depress. The device and a gas canister were sent to vendor jabil for further evaluation. Received photos show an autonome device, the lever stop has been removed and is beside the device. The lens bay is open, the intraocular lens (iol) is not observed. The device appears to be inactivated, the plunger has not advanced. The root cause for the reported complaint is deemed to be manufacturing related (faulty cannister supplied by company's vendor jabil). It was confirmed during investigation that the faulty gas canister was the cause of the event (the faulty sub-assembly is supplied to vendor jabil by gas canister vendor). The product did not meet specifications. The plunger is not advancing when the lever is pressed. Based on the results from the company product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).